Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3006705815-2020-02508.

Event description:
It was reported that the patient's reason for surgery was skin erosion. This issue was reported to the FDA in the following reports. This record is no longer reportable. Manufacturer reference number 3006705815-2020-02508. Manufacturer reference number 3006705815-2020-02509. Manufacturer reference number 3006705815-2020-02510. Manufacturer reference number 3006705815-2020-02511.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02538. Related manufacturer reference number 3006705815-2020-02539. Related manufacturer reference number 3006705815-2020-02540. It was reported that patient was to undergo lead revision for unknown reason on (B)(6) 2020. Patient's system was explanted due to lead erosion. It is unknown which lead migrated, all leads will be reported on. Patient is stable.